Event description:
Stapler went through bowel, stapled together, staple line failed, had to be re-stapled. While using the stapler, it went through the bowel. Dr then had to resect the bowel and suture. Later in the case, the staple line separated and the dr sewed it again. It seems as if the staples / staple line did not hold.